Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system had been used for a planned neurovascular treatment, and the procedure was completed by manually deleting the older patient's exams. The philips field service engineer (fse) inspected the system on site and confirmed that the live x-ray monitoring was not displayed on the flexvision monitor. During troubleshooting, the fse found patient image markers misaligned with exam information. To resolve the issue, the fse implemented a software related field safety corrective action. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by manually deleting the older patient's exams, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display live images. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.